Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a right thr-bhr was performed on (B)(6) 2010 due to signs and symptoms of right hip arthritis, the patient presented constant sharp and stinging pain in the right and left hip when performing activities, and dull pain at rest. The pain is localized in the lateral aspect of the hip and radiates up to lower back and down below the knee. The patient also presented numbness in the right lower leg and complaints of decreased range of movement. He had a trial of nonoperative management and was not able to get adequate relief. X-rays showed the right hip prosthesis to be well aligned and seated in all planes, with good ingrowth, but noted acetabular signs of osteolysis, possible secondary to metallosis from a metal-on-metal bearing. It was then noticed to be producing a pseudotumor with metal debris. This adverse event was addressed by performing a revision surgery on (B)(6) 2025, during which surgeon converted to total hip arthroplasty. Surgeon noted the cup was misaligned. It was both vertically open and had no anteversion. He also took his tike and repaired the external rotators and capsule to the greater trochanter. The patient was taken to the recovery room in stable condition.